Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 20 mg/dl, 300 mg/dl and 400 mg/dl when all tests were performed within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that she discarded the strips and so no product will be returned for evaluation.